Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-00696,1627487-2023-01018, 1627487-2023-01019, and 1627487-2023-01020. It was reported the patient's scalp suture had dehiscence resulting in additional surgery on (B)(6) 2023 to repair the suture. Additional information was received wherein the patient's system was explanted due to infection to address the issue.